Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).

Event description:
The sc2000 ultrasound froze up multiple times during a soundstar catheter procedure. The system continued to do so after restarting. The unit was replaced to complete the study. There was no patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause is unknown. Review of the logs showed an issue with the ecc memory in the mbm. However, extensive supplier part investigation was carried out with the returned mbm250. After multiple rounds of extra extended testing, no trouble was found with the mbm. The mbm was replaced at the site to resolve. The system is fully functional. Reference # (B)(4).